Event description:
The following has been reported: biomed reported: rn attempting to transfuse rbc for patient who was actively hemorrhaging and hemodynamically unstable. Pump continued to alarm "tubing set problem". Rn removed cassette, ensured flow valve was closed, wiped silver discs in pump with alcohol, and attempted to reload cassette. Pump continued to give same alarm. Rn hung blood via gravity to prevent wasting the product. Charge rn and app notified. Patient was involved and it occurred during active infusion. A preliminary review identified the following issue: sensor hardware failure (dsps sensor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a dsps failure. The pump was able to perform mock infusions without issue, including detecting upstream and downstream occlusions. The device was reverted to manufacturing mode and the device subsequently passed dsps calibration and verification tests multiple times. No internal damage was identified. The reported issue could not be confirmed.